Event description:
The customer via phone call reported experiencing low blood glucose values, and knowing why they were low. The customer declined troubleshooting, and reported being as low as 29 mg/dl, but that the value during the phone call was 103 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.